Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised 1 day post primary after post-op x-rays showed that the patella protector plate had been left in the patient. The plate was removed.